Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic insertion of a mediport, after two successful device uses when suturing the surrounding tissue of the cathether to the abdominal wall, the device was reloaded by the scrub nurse and handed off to the surgeon. The device was cycled, then the surgeon inserted it in the cavity of the patient, placed the tissue between the jaws of the instrument, closed the jaws and cycled the instrument, however the needle did not go through the tissue and was lodged in the abdomen. Attempts to pull the suture out with the needle in the patient's abdomen were unsuccessful and then the needle broke off the suture. The needle was left in the abdomen.